Event description:
The rental customer reported that the 3100a did not meet a performance specification while on a pt. The mean airway pressure (map) was fluctuating. The pt was not compromised at all.